Event description:
During review of the pt's programming history, it was found that a faulted systems diagnostic test occurred which resulted in programming the pt's device to 0 ma. The error was found during the appointment and all settings were corrected except for the off time which was left at 60 minutes until a follow up appointment. Add'l training has been provided to the physician to ensure that final interrogations are performed at the end of each office visit to ensure the settings are correct. There were no reports of any pt adverse events as a result.

Manufacturer narrative:
Analysis of programming/device diagnostic history.